Event description:
Initial implantation was performed on (B)(6) 2023 at l4/5, and physician commented that the bone quality was not normal and the implant was sunk deeper than expected (2mm expected), neuropraxia was reported after the surgery. On (B)(6) 2023 the patient was admitted for emergency surgery after a hematoma developed. The physician addressed the hematoma and performed a decompression of l3/4 and l4/5, leg pain was gone, but patient was experiencing right foot drop. The barricaid device was left intact and implanted in the patient during the emergency surgery.